Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a rash under the front therapy electrode. The rash was painful and weeping. A physician prescribed a cortisone-based salve. During a follow-up the patient reported that the rash was improving.